Event description:
A patient had aortic stenoses at the age of (B)(6) and received a homograft with aortic root replacement. At the age of (B)(6), ((B)(6) 2016) the homograft was degenerated and the patient was planned for a bio bentall procedure. However, during surgery, the pulmonary artery dissected and the site decided to simplify the surgery and implant a perceval pvs25 sutureless aortic heart valve. On (B)(6) 2020, 4 years later, the patient was presented to the hospital with a peak gradient of > 100mmhg and severe dyspnea. The patient was re-operated with a mechanical valve and conduit (bentall procedure). The patient is doing well and discharged from the hospital on (B)(6) 2020. Patient is healthy without any co-morbidities and a good general condition. Macroscopically the explanted valve did not show any signs of calcification but was very stiff. Follow-up from the site identified that site cannot hypothesize any reason for the early svd other than the fact that the perceval implantation was performed in a highly calcified homograft.

Manufacturer narrative:
The explanted valve was received by livanova for evaluation. Perceval s pericardial heart valve (perceval s valve), sn (B)(4). Was received packed in an explant kit. The valve was stored in solution inside a specimen jar. Incoming visual inspection revealed a size 25, model pvs perceval s valve. The complete manufacturing and material records for the subject valve were pulled and reviewed by review of the data filed in the device history record of the returned perceval heart valve sn (B)(4), confirmed that the valve satisfied all material, dimensional, and performance standards required for a perceval valve pvs 25/l at the time of manufacture and release. Gross examination revealed the prosthetic stenosis due to intrinsic calcifications in all three leaflets. Visual analysis showed the stent and the skirt were covered by fibrous pannus that on the inflow side protruded 3-5mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of leaflet a was thicker than normal near the post 2 due to calcifications. Large pericardial delamination¿s were detected in leaflet a. The pericardium of leaflet c was slightly thicker than normal near the post 1 due to pericardial degeneration. Reddish areas due to coagulated blood entrapment were present on some surfaces. Small thrombus depositions were visible on the inflow side of post 1 and along the inflow adherent margin of leaflet c. All the leaflets were almost stiff due to intrinsic calcifications. Scars were visible where intrinsic calcifications became extrinsic. Yellowish areas due to calcifications were detected on both sides of all leaflets. The mesothelial surfaces of all leaflets were locally wrinkled. Small thrombus depositions were present on the sinusal strut b of leaflet a, on all outflow posts and along all outflow adherent margins. On leaflet b, whitish areas due to tissue alterations were detected near post 2. Mesothelial delaminations were visible. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. Histological analyses were performed on samples taken from leaflets a and b. In leaflet b, alizarin red s stain showed that the pericardium was slightly thicker than normal because of large intrinsic calcifications; intrinsic calcifications were also detected inside the leaflet a. In leaflets a and b, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and-or homogenated. Macrophages cells were present on leaflets a and b. Thrombus depositions were visible on both surfaces of leaflets a and b. Red blood cells were visible inside the thrombus depositions that were present on leaflet a. A pericardial fold was detected on leaflet a. Bacteria were not detected with the gram stain. It is possible that, as hypothesized by the site, the implantation of the perceval valve into a highly calcified homograft contributed to the event, however the exact root cause of the event cannot be determined. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk fields changed: b4, g4, g7, h2, h6.